Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that a glidesheath slender sheath had issues with leaking. The outcome of the procedure was successful. The patient was reported to be fine. Additional information 12/4/18: the procedure being performed when leakage occurred was a coronary diagnostic procedure to assess for possible intervention. The doctor continued to use the leaking sheath until the case was completed. The patient was stable. The blood loss was less than 250 cc.